Manufacturer narrative:
Investigation details: the bisector blade was extended and retracted into the cannula with no problem. The complaint that the bisector blade was bent is not confirmed.

Event description:
The hospital reported that, during an evh case, the bisector blade bent. The pa decided to open the leg instead of using another device. Case was completed without pt complications.